Manufacturer narrative:
No code for power cord threads exposed. The charger base was destroyed and not returned for evaluation. The unit was shipped to the customer in april, 1996 and has never been returned for service. The customer performs their own servicing. Two improvements to the strain relief system have been made recently. The supplier modified the strain relief and a torque specification was added. The customer may have over torqued the part. The co has no way of knowing if the customer serviced the part appropriately. Without the charger the co is unable to determine the exact cause of the reported problem.

Event description:
Customer reports, the strain relief co is using with co's chargerbase is dangerous because the strain relief cuts into the isolation of the powercord, the threads are exposed, causing a possible hazard. No actual incident was reported.